Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the battery status of the device showed a battery status lower than anticipated. Technical support was contacted and reviewed the session records. The device's remaining longevity was false due to a diagnostic anomaly. Although the device will report eri, the remaining longevity is normal. The patient was in stable condition with no adverse consequences.